Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported event lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and silicone migration.

Event description:
Healthcare professional reported "enlarged lymph nodes" "free silicone in left breast parenchyma" "nodes with impregnated silicone". Device has been explanted. Left side